Event description:
It was reported that an alarm malfunction occurred, specifically alarm 2, indicating an ongoing occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as the levels did not exceed 500 mg/dl or read "high" on the cgm. The technical support team instructed the caller to perform multiple troubleshooting steps, including delivering boluses with disconnected tubing, but the occlusion alarm persisted each time. Eventually, it was decided that the pump needed to be replaced, and a replacement was sent to the customer. Instructions were provided on storage mode and return procedures for the malfunctioning pump. The customer was advised on steps to take upon receiving the replacement pump and understood these instructions. Customer will continue to use current pump.